Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported would not auto restart after downstream occlusion which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream pressure plate gap was also found out of specification. The downstream tubing guide was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.